Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip jumping. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). During functional inspection of the device, prior to use in the patient, an unusual amount of resistance was felt turning the arm positioner. The mitraclip was jumpy during open and close of the clip. This was first noted by the technician and the device issue was replicated by the physician. There was no patient involvement with this device. Another mitraclip was prepared and used in the procedure without further incident. Two mitraclips were implanted reducing mr grade to 2. There was no additional information provided.

Manufacturer narrative:
The returned device analysis confirmed the reported difficult to open or close (clip jumping) and the reported physical resistance/sticking of the arm positioner. Furthermore, it was observed the actuator coupler was scratched. In conclusion, the reported scratches on the actuator coupler appear to be related to the troubleshooting of the opening and closing of the clip. The reported difficult to open or close (clip jumping) and arm positioner physical resistance/sticking appear to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular (av) will continue to trend the performance of these devices.